Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented on the carefusion customer feedback form that was submitted to (B)(6) (our EU rep) and relayed to carefusion (B)(4) on (B)(4) 2011 via email and additional info received on 01/10/2012 from (B)(6) (our EU rep). (B)(4). The following info concerning the eval of the device is a summary of the info documented by the (B)(6) factory service rep. The (B)(6) factory service rep evaluated the device and verified the root of the device's 3 ohm driver assembly's piston not moving smoothly during operation and tripping the device's circuit breaker. The (B)(6) factory service rep was unable to verify the report of the device's audible alarm not functioning. The (B)(6)factory service rep found that both the primary audible alarm and the secondary "loss of power" audible alarm functioned as intended. The (B)(6) factory service rep replaced the 3 ohm driver assembly and ran the device through a complete checkout. Carefusion has initiated an internal corrective action request to address reports of the 3 ohm driver assembly not operating smoothly.

Event description:
The following info concerning the event was copied by from a carefusion customer feedback form that was submitted to (B)(6) (our EU representative) and relayed to carefusion (B)(4) on (B)(4) 2011 via email. "During hfov-treatment the sm3100b stop suddenly the oscillation and cut off the electrical power. Nurses and physicians can interfere immediately, bridged the respiratory safety via self- inflating- bag and connected the pt on an alternative ventilator system and can avoiding pt harm. The senior physician contacted his tech, the tech contacted our hotline, the hotline contacted me, I visited the customer to interview and inspected the affected device. Dr [name removed] showed me the device and tried to reproduce the event. After switching the electrical power on and start oscillation, the sound of the device was very abnormal and followed by an immediately electrical cut-off. I removed the oscillation membrane, pushed see-saw the piston and can feel that the piston rubs and scratch at the lower limit." On (B)(6) 2012, (B)(6)(our EU rep) informed carefusion (B)(4) that the facility had reported to the competent authority in (B)(6) that the device did not audibly alarm when it shut down.